Manufacturer narrative:
Root cause: the syringe contained in the convenience kit is supplied to deroyal by becton-dickinson. Therefore, a supplier corrective action request (scar) was issued to becton-dickinson. In its response, the manufacturer stated the root cause was determined to be an issue in the barrel molding process. Corrective action: deroyal personnel were retrained on the internal work order processing procedure, highlighting the need to watch for barbs on syringes that may lead to injuries. Investigation summary an internal complaint (call 46496) was received indicating an angiography kit (part 89-9920, lot 48815217) contained a syringe with a sharp flange that led to a technician sustaining a minor injury. This occurred during a procedure and also caused the technician's glove to be contaminated. Two syringes were returned march 7, 2019, to deroyal. Barbs were observed on both of the returned syringes, confirming the reported issue. The work order for the finished good kit was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The bill of materials was reviewed and raw material 5-20057 (syringe 20cc) was identified as the affected kit component. This syringe is supplied to deroyal by becton-dickinson. The 2017-2019 supplier corrective action request (scar) and supplier notification letter logs were reviewed for similar complaints. Similar reports were identified, and a scar was issued to becton-dickinson. The affected sample also was forwarded. A response was received and accepted april 22, 2019 by deroyal's complaint investigator. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
There was a sharp edge on the flange of a syringe. When pushing the plunger in, a technician was stuck with the sharp edge, causing bleeding and contaminating the glove. This occurred during a procedure. The affected syringe was packaged in a convenience kit.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating an angiography kit (part 89-9920, lot 48815217) contained a syringe with a sharp flange that led to a technician sustaining a minor injury. This occurred during a procedure and also caused the technician's glove to be contaminated. Two syringes were returned march 7, 2019, to deroyal. Barbs were observed on both of the returned syringes, confirming the reported issue. The work order for the finished good kit was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. The bill of materials was reviewed and raw material (B)(4) (syringe 20cc) was identified as the affected kit component. This syringe is supplied to deroyal by becton-dickinson. The 2017-2019 supplier corrective action request (scar) and supplier notification letter logs were reviewed for similar complaints. Similar reports were identified, and a scar was issued to becton-dickinson. The affected sample also was forwarded. As of the date of this report, a scar response has not been received. The investigation is ongoing. When new and critical information is received, this report will be updated.

Event description:
There was a sharp edge on the flange of a syringe. When pushing the plunger in, a technician was stuck with the sharp edge, causing bleeding and contaminating the glove. This occurred during a procedure. The affected syringe was packaged in a convenience kit.